Event description:
Same case as MFR report #: 2134265-2009-04872. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a burr entrapment and a vessel perforation occurred. The 30mm long lesion was located in the heavily calcified and severely tortuous mid right coronary artery (rca). The rotational speed of the rotalink catheter and rotalink advancer was set at approximately 170,000rpm. The physician continuously advanced and retracted the burr while it was rotating and upon the fourth run, about 3/4 through the lesion, the burr became trapped in the calcification. The physician removed both devices together with much force, a vessel perforation had occurred while attempting to remove the burr. The burr rotational speed did not drop more than 5,00rpm from the unloaded platform speed during ablation. The procedure was not completed due to this event, and the patient was urgently taken to bypass surgery to treat vessel perforation that occurred upon attempting to remove the trapped burr. No further patient injuries or complications were reported. The patient's status was reported as "fine".

Manufacturer narrative:
The complainant indicated that the rotalink advancer will not be returned for evaluation; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.